Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the oxygen blending module was observed. The device's oxygen blending module board was replaced to address the issue. Additionally, since the screw fastening count exceeded the prescribed value, the base enclosure was replaced. This issue was not related to the reportable malfunction/issue.